Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0101 showed seven other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when opened the sedinger product package, it was found that the guide wire could not penetrated during the puncture operation and burr was found on the guide wire. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop, one 21 g introducer needle, one 4.5 fr microintroducer, and one stiffening stylet with an attached flushing hub were returned for evaluation. An initial visual observation showed blood residue on the returned samples. A microscopic observation revealed the coiled wire at the proximal end of the guidewire was disconnected and disjointed. A kink was observed in the coiled wire approximately 3 mm proximal to the distal tip of the guidewire. While the exact cause of the damage observed in the returned guidewire, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of rebw0101 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that when opened the sedinger product package, it was found that the guide wire could not penetrated during the puncture operation and burr was found on the guide wire. No patient harm was reported.